Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Note: for field e1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a varipulse bi-directional catheter and the patient experienced cardiac tamponade that required pericardiocentesis, surgery and drainage. Tamponade occurred during varipulse pro procedure. It was reported that the patient experienced a drop in blood pressure as the catheter passed from left to right through the atria (via the foramen ovale membrane). The team realized from the mapping that the patient was having tamponade (pericardial effusion). Patient was emergently treated with drainage of the effusion. The patient was transferred following the intervention to the ctv (cardio-thoracic-vascular) in the intensive care unit. The physicians drained 300 ml and the patient underwent a thoracotomy during which the surgeons did not find any holes in the left atrium. Xray of (B)(6) 2026 showed presence of a circumferential pericardial effusion measuring 9 mm facing the rv and 18 mm in retro lv (density 35). The physician's opinion on the cause of the adverse event was a shared cause between the patient condition and the catheter. Two ablations were performed prior to the adverse event. The event occurred just after the transseptal at the beginning of mapping phase.